Event description:
It was reported that multiple cartridge alarms occurred during insulin delivery and load sequence. Customer reported the rack pushrod on the pump was damaged. Customer's blood glucose was 166 mg/dl. Customer reverted to using an alternate method of insulin therapy.

Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received, and evaluation is performed.